Event description:
It was reported that the rv lead was partially explanted due to inappropriate shocks. Sensing difficulty and high impedance of greater than 2000 ohms were also reported. The remainder of the lead was later explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment was returned for analysis.